Event description:
It was reported that the customer experienced inappropriate pacing/pacing failure caused by a patient cable conducting wire fracture. The patient cable was replaced. No patient complications were reported as a result of this event. The customer requested a new design of the connector leg as the customer confirmed that the wire fracture of the cable was in the connector leg.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.

Event description:
It was reported that the customer experienced inappropriate pacing/pacing failure caused by a patient cable conducting wire fracture. The patient cable was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.